Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was not broken; however, it was bent and damaged, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that per the complaint details, the surgeon was drilling the distal if the rod when it was reported the drill in the rod and broke. Per communications, it was reported a concomitant/accessory space was created to cover the rod. Since it was reported the procedure was completed using a sn backup device, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, while drilling the distal blocking of the rod, the drill has taken in the rod and broke. Event occurred during surgery, while instruments were inside the patient. Procedure was completed using a sn backup device. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.